Event description:
In 2009, a male patient underwent aaa endovascular repair. The graft was placed infrarenally. The trigger wire did not release (come off); therefore, the recent instructions for use (IFU) recommendations were carried out. Once all the steps were carried out, the trigger wire released, but with lots of difficulty. No harm came to the pt.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide extends just distal to the aortic arch. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains etch mark that is specified to be at a certain location. Location of this etch mark verified on each device after the device is loaded. Changes wire implemented to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed. This was effective in 2009. The manufacturing records for this device indicate the graft was loaded after the changes were implemented. The main body remains implanted and no delivery system or images were received to assist in this investigation. At this time, the root cause of the difficulty encountered cannot be determined. However, we have notified the appropriate individuals and we will continue to monitor for similar events.